Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 491 (mg/dl) with moderate ketones. The customer went to the emergency room (ER) and was treated with a saline drip and lantus. The customer left the ER with a bg of 230 (mg/dl) and feeling better. Pump system check was performed with tandem technical support; no device issue was identified. However, customer alleged the pump was not working properly. Reportedly, the customer had lantus and novolog insulin available for diabetes management.